Event description:
It was reported that the that the seam on the spr+ overlay is coming apart. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.